Event description:
Procedure type: pneumonectomy. According to the reporter: the 1st and 2nd firing of the device was done with a reused stapler. During the 2nd firing, a breaking sound was heard, but there was no problem with stapling. A new stapler was opened for the 3rd firing. After first 15 mm of the 3rd firing was done, the handle became stiff. The surgeon squeezed the handle forcibly, then unformed staples were deployed and the tissue was not stapled. The procedure was converted to an open procedure and the tissue was manually sutured. No bleeding occurred. No add'l tissue loss occurred. No add'l tissue loss occurred. Nothing fell into the pt cavity. The pt is under observation at the time of this report. Operative time was not extended more than 30 minutes.

Manufacturer narrative:
(B)(4).